Manufacturer narrative:
A device history record (DHR) review found no non-conformances were identified to be related to the patient event. A review of the device log found that the following instruments were used in the procedure: endoscope, two monopolar curved scissors, two fenestrated bipolar forceps, vessel sealer extend. All instruments were used in subsequent procedures with the exception of two of the instruments; one single-use instrument, and one instrument that had reached its final life use limit with this procedure. A review of the event performed by an intuitive surgical medical safety officer concluded that based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. A patient death was reported 2 years after a bilateral nipple sparing mastectomy. No other intraoperative or post operative details are provided. How they died or the events leading to their death are not provided. A device history record (DHR) review found no non-conformances were identified to be related to the patient event. A review of the device log found that the following instruments were used in the procedure: endoscope, two monopolar curved scissors, two fenestrated bipolar forceps, vessel sealer extend. All instruments were used in subsequent procedures except for two of the instruments that were expired after this procedure and single-use instrument. Section h10 of this report (related report number) for the received voluntary medwatch report number (mw5164582). Section e: the user facility where the surgery was performed is documented. The reporter's name and corresponding information is not affiliated with the user facility.

Event description:
It was reported that a patient with breast cancer underwent a da vinci-assisted bilateral nipple-sparing mastectomy with immediate reconstruction in (B)(6) 2018. The patient passed away 2 years post-procedure. The reporter did not provide a cause of death. There was no report that any da vinci device malfunction or intraoperative issues occurred during the procedure. Requests for additional information from the operating surgeon have been sent; however, no response has been received.